Event description:
Nurse was preparing to use a heel warmer on a pt. After heel warmer activation, the bag's contents exploded sending sodium acetate and water over clothing and underneath phototherapy light. No pt injury reported.